Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop button needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet and floor. The baxter technician replaced the complete control box to resolve. Although there was no patient involvement reported, a report of a emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
During servicing by baxter, technical service identified that viking xlhad an issue, broken emergency stop button. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.